Event description:
Prior to implant procedure, the helix of the right ventricular (rv) lead. When the rv lead was tested, the helix was unable to retract. The lead was not chosen for implant. There was consequence to the patient.

Manufacturer narrative:
As received, a complete lead was returned for analysis. The lead was returned with the helix retracted and clean. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.